Event description:
It was reported that the surgeon performed originally an anterior cervical decompression and fusion on the patient on (B)(6) 2013. The levels fused were c3-5 and c6-7, as there was a congenital autofusion at c5-6. The surgeon implanted three non-synthes structural allograft spacers, and implanted a two-level vectra plate with six screws at c3-5 and a one-level vectra plate with four screws at c6-7. During a routine six week follow-up, it was noted that the left c5 screw had changed position, but did not warrant revision at that point. Six weeks later, however, the screw had continued to change position relative to the plate and the surgeon decided upon surgical intervention. There was also a delay in union and non-union. The revision surgery was performed on (B)(6) 2014. The left c5 screw was removed and replaced with an 18 millimeter, 4.5 diameter screw (part number 04.613.568). The right c5 screw was tightened. The additional surgery resulted in 45 minutes of anesthesia time, 30 minutes of which was the revision surgery; however, there was no surgical delay while removing the screw and the revision surgery was completed successfully. The removed screw is not available for return. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.